Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
A laser lithotripsy stone extraction was performed and the stone extractor was placed down the scope to retrieve the stone. The device was deployed and the wire broke in half as they were trying to close the basket. The device was removed from the scope and another device was used to complete the procedure. There were no reported adverse effects to the patient.